Event description:
On (B)(6) 2019, the patient contacted lifescan USA, alleging that her onetouch ultra mini meter was reading inaccurately erratic. The following complaint was classified based on limited information customer service representative (csr) managed to obtain from patient before she discontinued the call. Csr noted that she was unable to identify when the alleged issue began. The patient alleged that she obtained blood glucose readings of "300, 264 and 100 mg/dl" on the subject meter, performed within 20 minutes of each other. Based on statistical methodology these readings exceed lifescan's criteria for precision. It is unknown how the patient manages her diabetes or if any changes were made to her normal diabetes management regimen. The only information made available to the csr was that after the product issue she had developed symptoms of "sweating". It is unknown if the alleged symptoms required any treatment. During troubleshooting the csr noted this was not the first time the product was being used, there was no obvious misuse of the meter, the correct test strips were being used, and the patient described the correct testing steps. The csr confirmed that the patient's test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that may be suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.